Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump was exposed to moisture/fluid, which caused a crack, but the customer ignored it and continued swimming. When the insulin pump was exposed to fluid and shaken, water came out. The customer received a critical pump error warning but was unable to recall the pump error number. The pump no longer turns on and displays a blank screen. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the customer reported that the pump was exposed to moisture, and fluid was present in the pump. The pump did not return to normal function, fluid was reported under the lcd, or the customer reported hearing fluid when shaking the pump. The customer reported a blank display. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after inserting a new battery. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported receiving a pump alarm. The customer was not able to clear the alarm. No harm requiring medical intervention was reported. Mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with flashing medtronic logo due to severely corroded pcb1 and pcb2 board. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to flashing medtronic logo. No blank display noted during test. Unable to download or verify critical pump error due to flashing medtronic logo. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded motor home switch, corroded electronic assemblies, corroded battery tube, scratched case, pillowing keypad overlay, cracked case at the battery tube, stained serial number label, cracked keypad overlay, missing display window cover. Cosmetic damage at battery compartment was confirmed. Flashing medtronic logo noted due to moisture damage on the electronic stack and motor assemblies. No blank display noted during test. Was unable to verify critical pump error due to flashing medtronic logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.